Manufacturer narrative:
The device was discarded, thus no investigation could be completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. The rv lead''s tip had migrated into the right atrium (ra) and had externalized, adhering to the region at the inferior vena cava (ivc)/ra junction, with heavy calcification present. A spectranetics lead locking device (lld) was inserted into the lead to provide traction. The physician began the extraction attempt by using a spectranetics 16f glidelight laser sheath. Advancement was made up to the point of externalization of the lead, but the patient''s blood pressure dropped. Rescue efforts began immediately, including pericardiocentesis and sternotomy. A 3 cm inferior vena cava (ivc)/ra junction perforation was discovered. The perforation was repaired; however, the extraction attempt did not continue. The physician cut and capped the rv lead, along with the lld (which he did not attempt to unlock) (MDR #1721279-2022-00208), due to concern for putting patient at further risk. The patient survived the procedure, and has since been discharged from the hospital. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics device in use during the procedure.